Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Wet active fms in trays were visually inspected. The drain bags were detached from the drain bag tape on the covers due to saturation. The samples were tested using a console. The samples could be recognized by the console. The samples primed and tuned with the handpiece and the 0.9mm abs tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Both cassette max vacuum and aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassettes fluidics. Although the samples met specifications, complaints of a similar nature have been investigated. The root cause of complaints investigated for message code could not be determined conclusively. The investigation team did not find any special-cause variation during the cassette or manufacturing process on returned complaint samples that were known to cause system message. Also, analysis of the investigation did not find a defect localization to a specific lot or manufacturing period. Action was taken to determine root cause and implement corrective actions based on an observed trend for complaints of a similar nature. To address root cause, a team of manufacturing and engineering teams gathered to investigate the cause of message code 110. An investigation was also initiated with the console manufacturing site and although no root cause could be confirmed by the cassette manufacturing site, the console manufacturing site will continue to investigate system message . As no root cause or potential root causes was identified related to fms cassette, no corrective and preventative action plan resulted. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Event description:
A customer reported that during the cataract surgery, ophthalmic console stopped working with a system message and patient experienced posterior capsular tear, anterior chamber collapsed and then sulcus lens was implanted. The surgeon stabilized the eye with ophthalmic viscoelastic device. Patient symptoms were resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).